Event description:
It was reported that during re-stocking it was discovered that the tip of the implant coupling had broken off. There was no patient involvement in this case. This report is for one, synfix mini-open implant coupling. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Lot number is unknown. The investigation could not be completed; no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.